Event description:
It was reported the patient did not charge as recommended . The ipg would no longer communicate with the patient programmer and charger. As a result, surgical intervention was undertaken and the system was explanted.